Manufacturer narrative:
The device history record could not be reviewed as lot code was not provided by the consumer. An evaluation was performed on the six tampons received from the consumer. All six had discoloration on the tips of the pledgets. The micro examination tested positive for mold. The root cause could not be determined. Information from this incident will be included in our product complaint and MDR trend analysis.

Event description:
The consumer stated that she opened several tampons and they all looked brown and/or red. No harm to the consumer. She sent the product to us for evaluation.